Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the nurse was unable to see the medication on the patient's profile and found an incorrect dose in the machine. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing on profile. A technical support specialist found that wrong dose in machine. So, advised customer to update the medication profile. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the nurse was unable to see the medication on the patient's profile and found an incorrect dose in the machine. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient. However, there were no delay or adverse events or injuries reported based on this event.